Event description:
It was reported on (B)(6) 2014 that the patient¿s stage two procedure occurred the night prior to the report. There was a low impedance value, 34 ohms, on electrode combination 0 and 1 on the left side. There were also multiple repeating values, which was a concern. The right side impedances were all within the normal range. The reporter could not think of any specific issues during implant that contributed to the impedance issues. The cause of the impedance issue was not determined and no further troubleshooting or actions were taken. The patient outcome was unknown. No patient outcome was reported so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0kswz, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va0kswz, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.